Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the device was not detected on the communication bus. A field service engineer reseated the row board ribbon cable to resolve this issue. The system functioned as intended after field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary was not detected on the communication bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and were able to get medications from another station. There were no adverse events or injuries reported based on this event.